Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified the device was broken and underweight. A microscopic analysis was performed which identified a striated edge opening, consist with use of a surgical tool. Based on the device analysis, the final assessment is a striated edge opening on patch due to surgical damage.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device remains implanted.